Event description:
Pt reported that back to back tests performed on pt's ss meter were 343, 352 and 127mg/dl (82% difference) using the same finger stick. No symptoms were reported. Pt did not have supplies to do control test. Lfs representative reviewed proper testing procedures with pt. Unable to contact pt by phone to follow up. Letter was sent to pt requesting that pt contact lfs. There was no allegation of harm.